Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead exhibited a high out of range shock impedance measurement when attached to the device, even after reconnection. It was also noted that the electrogram appeared abnormal with noise and a flat shock channel. Subsequently, the physician attempted a new lead with no other issues.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.